Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 170 dialyzer. It was reported that this was the patient's first exposure to the psn membrane. At the start of treatment, the patient complained of throat itching and tightness and mucous draining into their throat. Treatment was stopped and blood was not returned to the patient with an estimated blood loss of 250 cc's. Patient was administered benadryl 50 mg IV x 2 and solumedrol 250 mg IV with relief. Treatment was resumed with fresenius f80 dialyzer and completed without incident. Hcp reports that patient has recovered.